Event description:
A customer reported that the screen on their pump was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to attempt various troubleshooting steps, including checking the power source and attempting to restart the device; however, the pump did not turn on. The customer reverted to an alternate method insulin therapy.